Manufacturer narrative:
Additional health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: persistent pain, increasing hardness.

Event description:
Patient representative reports patient "complained of alternating phases of amenorrhea and hypomenorrhea, persistent mastodynia on the right side" and was diagnosed with capsular contracture baker grade ii on the right by ultrasound. Patient representative further confirms "persistent pain, increasing hardness and device will not be returned because the implant is ruptured." Device has been explanted. The event of "alternating phases of amenorrhea and hypomenorrhea" has been deemed not related to the device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Other medical-ndr: not applicable as the event is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Wrinkling: observed crease on the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Patient representative reports patient "complained of alternating phases of amenorrhea and hypomenorrhea, persistent mastodynia on the right side" and was diagnosed with capsular contracture baker grade ii on the right by ultrasound. Ultrasound report shows "right side felt harder than left. Wrinkling on the right side, device is intact, no relevant effusion. Inconspicuous axillary lymph nodes, no evidence of alcl". Patient representative further confirms "persistent pain, increasing hardness and device will not be returned because the implant is ruptured." Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Wrinkling: no observe creases. Other-medical-ndr: not applicable as the event is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative reports patient "complained of alternating phases of amenorrhea and hypomenorrhea, persistent mastodynia on the right side" and was diagnosed with capsular contracture baker grade ii on the right by ultrasound. Patient representative further confirms "persistent pain, increasing hardness and device will not be returned because the implant is ruptured." Device has been explanted. The event of "alternating phases of amenorrhea and hypomenorrhea" has been deemed not related to the device.

Event description:
Unreported rupture, as the ultrasound states. The device was intact and operative. Report state, the device was found intact at explant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Other-medical-ndr(alternating phases of amenorrhea and hypomenorrhea since the beginning of (B)(6) 2021): unable to confirm as it is a medical event not related to the device. Rupture: no openings observed in the device. Additional observations: wear abrasion observed in the surface of the shell. Yellow particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Patient representative reports patient "complained of alternating phases of amenorrhea and hypomenorrhea, persistent mastodynia on the right side" and was diagnosed with capsular contracture baker grade ii on the right by ultrasound. Ultrasound report shows "right side felt harder than left. Wrinkling on the right side, device is intact, no relevant effusion. Inconspicuous axillary lymph nodes, no evidence of alcl". Patient representative further confirms "persistent pain, increasing hardness and device will not be returned because the implant is ruptured." Device has been explanted.